Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 336 mg/dl, 79 mg/dl, 80 mg/dl, and 92 mg/dl. Customer has the flu and was feeling shaky and numbness in her hand at the time of the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.